Event description:
A dreamstation auto CPAP device was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with this event. During evaluation, the device was visually inspected by the third-party service center. Evidence of foam degradation was identified within the blower kit, along with additional blower foam degradation. In addition, dust contamination and a damaged (destroyed) power connector were observed; however, the device remained functional at the time of evaluation. Following completion of the evaluation, the device was scrapped by the service center. Based on the observed foam degradation and presence of foam particles within the blower assembly, this event is reportable under FDA 21 cfr part 803 as a device malfunction with the potential to cause or contribute to a serious injury if the malfunction were to recur.